Event description:
The customer reported unexplainable high blood glucose readings. The blood glucose readings were 600 mg/dl. The customer was not hospitalized for the current high blood glucose readings. The high blood glucose readings were treated by taking additional insulin. Troubleshooting was conducted. The customer was hospitalized in (B)(6) for diabetes complications. It was stated that the hospitalization did not have anything to do with the insulin pump. The customer recently had food surgery and a broken bone. The customer wants to wait to see if the replacement of the insulin pump from the motor error recently reported wil resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.